Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: procedure date? (B)(6) 2020. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a flap debridement procedure on (B)(6) 2020; and a suture was used. During the procedure, the suture broke easily when it was pulled slightly. Another like device was used to complete the procedure. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 10/1/2020 additional information: d10, h6 the following additional information was obtained: the device has been returned. The device history records reviewed, and no issue found. Additional h3 investigation summary: it was reported performance-breakage suture. Upon video provide from sales rep that take in the hospital, doctor describe suture can be easily snapped by pull with gloved two hands. The primary sterile package of 2 packs samples have been opened. There are 2 intact sutures with needle attached in total in this 2 open packs (one open pack with one intact suture). 2 packs manufacturer retained sample of w2511/qc410 and 2 packs customer returned sample w2511/qc410 have been decontaminated by steam. 2 packs manufacturer retained sample (steamed), 2 packs customer returned sample (steamed) and 6 packs manufacture retained sample (un-steam) were tested. The testing result indicates that the knot strength of steamed suture is little lower than the value of un-steam suture, but all testing results of customer returned sample and manufacturer retained sample fulfill the knot pull strength requirement. DHR of qc410 has been reviewed and no issue found, knot pull strength testing result are confirmed. A conclusion could not be reached as to what may have caused or contributed to the event. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.